Event description:
It was reported that during use, the board only gave 2 compressions and then shut off and that manual CPR was administered. Two batteries were also returned for eval. This report pertains to battery #2 that was returned with the autopulse platform. The autopulse is covered in reports #3003793491-2012-00152, the other battery is discussed in report #3003793491-2012-00153. No adverse event reported.

Manufacturer narrative:
Reported complaint of "the board only gave 2 compressions and then shut off" was not verified. The board was tested with a known good battery, it ran for 10 minutes with over 700 compressions. Based on the info in the archive file, battery sn (B)(4) (the battery reported here) was not involved in this incident. However, the battery had not been maintained properly and had a power level near minimum. No adverse event reported.